Event description:
It was reported that the balloon was stuck in a non-bsc guidewire. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon stuck in a non-bsc guidewire. The catheter and guidewire were removed as a single unit. The procedure was completed with another of same device. No patient complications were reported.